Event description:
It was reported that pre-op, ¿patient interface failure was detected¿ is displayed on the system. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found no fault with device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial#: (B)(6) , ubd: , UDI#: (B)(4) h3: product analysis found requested details were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.